Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error 4 alarms noted during testing.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer¿s blood glucose level was 81 mg/dl at the time of incident. Customer state that the they were able to clear the alarm and able to rewind the pump. The insulin pump will be returned for analysis.